Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "rushed to the hospital" after experiencing symptoms and their heart rate was "going down into the 30's". The patient questioned if the implantable pulse generator (ipg) was "malfunctioning". The ipg remains in use. No further patient complications have been reported as a result of this event.